Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein only the ipg was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein only the ipg was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
On sc-1110-02 (sn: (B)(4)) device evaluation indicated that the complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 11.45 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein only the ipg was explanted. The patient was doing well postoperatively.